Event description:
During arteriotomy using new guide wire, some of the coating on the guide wire appeared to have been scraped off. All raven guide wires were pulled from the supply and returned to the MFR. The MFR was also notified of the problem. {the guidewire and catheter are part of a kit and this was the first time this particular guide wire had been used. The guide wire had not been subject to any disinfectant or harsh chemicals. There were no indications prior to or during use that the catheter used with the guide wire was unusually stiff, rough or unfinished in any way to have potentially scraped the coating off the guide wire. There were no unusual activities or circumstances surrounding this event. MFR report to be sent from the site when available.